Event description:
It was reported, that the patient presented to the clinic. For a scheduled follow up. Upon interrogation, the right atrial (ra) lead was found to have exhibited high capture threshold measurements. Fluoroscopy revealed, a dislodgement of the ra lead. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.